Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
A health care professional (hcp) via a manufacturer representative reported a consumer contacted the hospital because stimulation had not been delivered for approximately two weeks (approximately(B)(6) 2016). The representative talked with the consumer and checked all possible causes including operation of patient programmer, remaining battery level, and charging method; however, nothing more could be checked over the phone. The consumer did not have any particular behaviors or made unusual activities. The representative met the consumer at the clinic. Data showed high impedance on electrodes 8, 14 and 15 and the representative noted those electrodes were fractured. Electrode 8 was being used, so stimulation could not be delivered. Reprogramming was done to use other electrodes not fractured and the feeling of stimulation, which was nearly equal to that of before, could be reproduced. The lead was not replaced and the even remained under monitoring. The consumers underlying disease was noted as fbss.

Event description:
Additional information received reported the consumer was monitored during the regular follow-up examination with just a change of settings. Prognosis ¿ no health hazards.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.